Manufacturer narrative:
The investigation into the introducer damage ¿ mechanical and the access site bleeding ¿ minor issues has been completed since the original report was submitted. The device was not returned for investigation. Per the clinical information provided, the root cause of the access site bleeding issue was most likely a damaged introducer hub, and the cause of the damaged introducer is not determined since the product was returned for investigation. D6a, d6b.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 79-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. The team inserted the impella cp via the short 14 french sheath. The team observed the 14 french to have malfunctioned. The orange cap split from the sheath. It came off and bleeding started through the diaphragm. The short 14 french was replaced by the longer length 14 french sheath. Support was initiated and the team completed the percutaneous coronary intervention, weaned, and explanted the impella cp.